Event description:
Pt was receiving head an neck treatments using 60 degree wedge as part of the "md anderson" rtog 90-93 technique. Pt was being switched between varian and non-varian machines and wedge mus were changed to zero. Pt mistreated for 7 treatment days before error was caught. Wedge mus were missing from treatments for a week in 3/2004. Missing wedge was noticed at the end of the treatment in 2004. Original prescription was for a dose of 7,200 cgy. Pt actually received approx 8,600 cgys. Critical structures potentially affected by the mistreatment are: mandible, carotid, spinal cord, mastoid, and parotid gland. No adverse effects have been observed as of 3/14/2004, according to hosp.